Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The settings in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. Advised mother to change the infusion set every 2 to 3 days. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated withint specifications.